Manufacturer narrative:
(B)(6). (B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, hematoma and bleeding occurred after biopsy samples from the caecum were taken. Adrenalin was administered to control the bleeding. The physician alleges no deficiency with the forceps devices. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be stable.